Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain \ pelvic pain'). In a 40-year-old female patient who had essure (batch no. (D08085 ,d08086) not valid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: body mass index normal, penile abrasion, frequency of menses, menarche, multigravida, parity 4 and irregular menstruation. Previously administered products included, for an unreported indication: iud nos in 2009 and yaz. Concurrent conditions included: micromastia and augmentation mammoplasty. Concomitant products included: bupivacaine, citalopram hydrobromide (taz) since 2009, lidocaine, medroxyprogesterone acetate (depo provera), nsaids since 31-dec-2015, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since 31-dec-2015 and sodium bicarbonate. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). And was found to have weight increased ("weight gain / loss specify, which one: weight gain."), 11 days after insertion of essure. On (B)(6) 2016, the patient experienced mood swings ("hormonal changes, describe: mood swings"), depression ("psychological or psychiatric problems, condition: depression, mental anguish") and anxiety ("psychological or psychiatric problems, condition: depression, mental anguish"). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and back pain had resolved. And the mood swings, female sexual dysfunction, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue, nausea, vaginal discharge and weight increased outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, mood swings, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy of date of insertion: (B)(6) 2015. Discrepancy of essure confirmation test mentioned as patient does not undergo confirmation test. And essure device was successfully occluded. Received treatment for events: pelvic pain, back pain, menorrhagia and vaginal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 24.7 kg/sqm. Hysterosalpingogram: -on an unknown date, essure device was successfully occluded. Concerning the injuries reported in this case, the following one was confirmed in patients medical record: vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pif received: outcome of events: pelvic pain, back pain, vaginal bleeding and menorrhagia were updated to recovered. Reporter was added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain \ pelvic pain') in a 40-year-old female patient who had essure (batch no. (D08085 ,d08086) not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, penile abrasion, frequency of menses, menarche, multigravida, parity 4 and irregular menstruation. Previously administered products included for an unreported indication: iud nos in 2009 and yaz. Concurrent conditions included micromastia and augmentation mammoplasty. Concomitant products included bupivacaine, citalopram hydrobromide (taz) since 2009, lidocaine, medroxyprogesterone acetate (depo provera), nsaids since (B)(6) 2015, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since (B)(6) 2015 and sodium bicarbonate. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain."), 11 days after insertion of essure. On (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression, mental anguish") and anxiety ("psychological or psychiatric problems condition: depression, mental anguish"). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and back pain had resolved and the mood swings, female sexual dysfunction, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue, nausea, vaginal discharge and weight increased outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, mood swings, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy of date of insertion: (B)(6) 2015,(B)(6) 2015. Discrepancy of essure confirmation test mentioned as patient does not undergo confirmation test and essure device was successfully occluded. Received treatment for events pelvic pain, back pain, menorrhagia and vaginal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one was confirmed in patients medical record: vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain \ pelvic pain') in a 40-year-old female patient who had essure (batch no. D08085-not valid,d08086-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, penile abrasion, frequency of menses, menarche, multigravida, parity 4 and irregular menstruation. Previously administered products included for an unreported indication: iud nos in 2009 and yaz. Concurrent conditions included micromastia and augmentation mammoplasty. Concomitant products included bupivacaine, citalopram hydrobromide (taz) since 2009, lidocaine, medroxyprogesterone acetate (depo provera), nsaids since (B)(6) 2015, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since (B)(6) 2015 and sodium bicarbonate. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain."), 11 days after insertion of essure. On (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression, mental anguish") and anxiety ("psychological or psychiatric problems condition: depression, mental anguish"). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and back pain was resolving and the mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue, nausea, vaginal discharge and weight increased outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, mood swings, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy of date of insertion: (B)(6) 2015. Discrepancy of essure confirmation test mentioned as patient does not undergo confirmation test and essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one was confirmed in patients medical record: vaginal bleeding. Most recent follow-up information incorporated above includes: on 28-jun-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain \ pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. D08085, d08086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, penile abrasion, frequency of menses, menarche, gravida ii, parity 4 and irregular menstruation. Previously administered products included for an unreported indication: iud nos in 2009 and yaz. Concurrent conditions included micromastia and augmentation mammoplasty. Concomitant products included bupivacaine, citalopram hydrobromide (taz) since 2009, lidocaine, medroxyprogesterone acetate (depo provera), nsaids since (B)(6) 2015, oxycodone hydrochloride; paracetamol (percocet), paracetamol (acetaminophen) since (B)(6) 2015 and sodium bicarbonate. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain."), 11 days after insertion of essure. On (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression, mental anguish") and anxiety ("psychological or psychiatric problems condition: depression, mental anguish"). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and back pain was resolving and the mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue, nausea, vaginal discharge and weight increased outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, mood swings, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy of date of insertion: (B)(6) 2015, (B)(6) 2015. Discrepancy of essure confirmation test mentioned as patient does not undergo confirmation test and essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one was confirmed in patients medical record: vaginal bleeding. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs and mr received: reporters were added. Lot number was added. Patient's demographic was added. New events- mood swings, vaginal bleeding, menorrhagia, apareunia, depression, mental anguish, dysmenorrhea, dyspareunia, fatigue, nausea, low back pain, vaginal discharge, weight gain were added. Concomitant conditions & drugs were added. Historical drugs was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.